Manufacturer narrative:
(B)(4): this device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This is one of three reports (3007042319-2015-00400, 3007042319-2015-00401 and 3007042319-2015-00402) submitted for devices related to the same event.

Event description:
(B)(4). The ventricular assist device (vad) coordinator reported when the patient came into the clinic multiple vad stop alarms were noted on the alarm history from (B)(6) 2014 - (B)(6) 2015. The patient had been admitted to a rehab unit post vad implant during this time period and it was reported that he decided to complete a controller exchange on his own. He was counseled on doing independent controller exchanges as well as double disconnecting his power sources. The patient reports only pulling the driveline once accidently while he was in the hospital which we knew about but denies hearing any alarms or accidently pulling the driveline out again. No further alarms were noted since the controller was exchanged. The back-up controller with multiple vad stop alarms was removed from service and a replacement back-up was issued. (B)(4). Preliminary review of logs found no alarms logged in from (B)(6) 2015. This is report 1 of 3.